Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead exhibited helix issues. The physician attempted to reposition this lead several times because of sensing less than 3mv on different locations. A new lead of the same model was able to be implanted in a different location with good measurements prior to pocket closure. No adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of low amplitude, difficult to position and helix difficulty.

Event description:
It was reported that this right ventricular (rv) lead exhibited helix issues. The physician attempted to reposition this lead several times because of sensing less than 3mv on different locations. A new lead of the same model was able to be implanted in a different location with good measurements prior to pocket closure. No adverse patient effects were reported. The device is expected to be returned for analysis. The device was subsequently returned for analysis.